Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking out off the air vent. This occurred during priming, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection revealed that the blue air vent was damaged. Gravity testing with methylene blue revealed a leak from the air vent. The reported condition was verified. The cause of the condition was determined to be a poorly designed press machine used to connect the air vent on the spike of the chamber during assembly. A CAPA has been opened to address this issue. The press machine has been upgraded to ensure standard assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.